Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6), 2010 at 2:00 am, the patient obtained the blood glucose readings of 93 mg/dl and 73 mg/dl on the reported meter. Immediately afterwards, the patient experienced the symptoms of seizure, "blackout" and convulsions. Emergency services were contacted. At 2:05 am the paramedics arrived and tested the patient's blood glucose level to be 13 mg/dl. The patient was treated intravenously with glucose and transported to the emergency room. On (B)(6), 2010 at 10:00 pm, the patient noted he took a decreased dose of novolog insulin and skipped his dose of lantus insulin. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. Quality control testing was performed during the call with passing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining two normal readings on the reported meter, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.